Event description:
Patient reported that the meter to lab comparison (done 5 min. Apart in a fed state) was 95 mg/dl (ss-capillary) and 155 mg/dl (lab-venous), respectively (39% difference). No symptoms were reported. Pt did not have supplies to do control test. Co rep reviewed coding, use of control solution and strip storage. There was no allegation of harm.